Event description:
On (B)(6) 2018, an 8mm amplatzer vascular plug ii (avpii) was implanted to close an aortic paravalvular leak (pvl). A hydrosteer guidewire was also used with this device. On (B)(6) 2018, the patient had a CT and a contained left ventricular rupture was noted. This was not noted on the pre-procedure CT and was not noted on the last CT. Per the user, it is not known how or when this occurred or if it was caused during the procedure, as the rupture was not seen during the pvl procedure. The patient is reported to be stable and will be monitored. There is no plan for any further intervention at this time.

Manufacturer narrative:
An event of left ventricular rupture was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated "it is not known how or when this occurred or if it was caused during the procedure, as the rupture was not seen during the pvl procedure." Per the warnings section of the instructions for use artmt100092325 ver. B, "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."